Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion alarm occurred. Customer addressed alarms by changing out pump supplies and resuming insulin delivery. System check was performed with tandem technical support (tts) for and no issues were identified; however, customer was using lispro insulin. Tts informed the customer that lispro insulin is off label per the tandem user guide. Customer's blood glucose was 300 mg/dl.